Manufacturer narrative:
Device powered up and received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device received with cracked case cracked case-corner of belt clip rails, and cracked battery tube threads. Unit unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose level was unknown. The customer stated that went swimming and received critical pump error, removed battery from pump, water came out of battery compartment, and now the pump will not turn on. The customer reported that the insulin pump was exposed to moisture. The customer reported that the back of the insulin pump was cracked. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.